Event description:
Following a radiology/stent procedure in 2002, a vasoseal es was deployed. While deploying the second collagen plug, the operator met with resistance and was unable to fully advance the collagen. The operator withdrew the sheath and noticed that a position of the sheath was missing. An attempt was made to remove the remaining portion of the sheath with a kelly clamp, while viewing via x-ray. The pt was scheduled for a femoral bypass in two weeks so the vascular surgeon was notified of the possibility that a portion of the sheath remained in the tissue tract. The pt had no pain or discomfort. No further complications were reported.